Event description:
The user rec'd discrepant calcium results for one pt sample. The initial result was 8.5 mg per dl which did not pass a delta check as the previous result was about 7.4 mg per dl. The user repeated the sample on their other integra 800 (B) (4) and got a result of 7.5 mg per dl. She then reran it 2 more times on integra 800 (B) (4) and got 7.6 and 7.4 mg per dl. The user then put it back on the original integra 800 (B) (4) and got results of 7.3 and 7.4 mg per dl. The user also performed a precision check on this sample on the original instrument and got 7.6., 7.5, 7.6, 7.6, 7.6, 7.6, 7.6, 7.5, 7.6 and 7.6 mg per dl. The erroneous result was not reported, so the pt was not treated based on this result.

Manufacturer narrative:
The field service rep was unable to duplicate the problem and noted the user was not following MFR's recommendations for tube handling per the package insert.